Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported white screen which was reproduced. The reported condition was verified. The cause was determined to be failed processor board which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a white screen. The event date, process step and where the event occurred were unknown. There was no known patient injury or medical intervention associated with this event. No additional information is available.